Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging multiple inaccurate high results on the subject meter compared to a doctor's meter and a laboratory device. The reported claimed that a result of "10.0 mmol/l" was obtained on the subject meter compared to "5.0 mmol/l" on the doctor's meter, performed within 30 minutes of each other. No results were provided for the meter to lab comparison. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.